Event description:
It was reported that post deployment of the 4.0 x 18mm promus stent, the stent delivery system (sds) balloon was difficult to remove from the implanted stent. The sds balloon was inflated and deflated several times and the guide catheter (unspecified) was deep seated in order to retract the sds. The sds was retracted successfully with no adverse patient effects and the case was reported to be successful. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. There was no note of any damage observed to the stent delivery system or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to difficulties experienced. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported.